Manufacturer narrative:
H4: the lot was manufactured between june 19, 2022 to june 20, 2022. H10: seven (7) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak at the spike port bonding area in all samples. The reported condition was verified. The cause was not determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port. This was identified during set-up. There was no patient involvement. No additional information is available.